Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Additional information received included an emergency room report indicating the patient had not been feeling well for several hours at home and then collapsed. Emergency services was contacted and resuscitation efforts were initiated. The patient arrived to the emergency room in ventricular fibrillation and it was reported that in the fifty minutes of down time prior to arrival, the majority of the time the patient was in asystole. Due to prolonged downtime, resuscitation efforts were halted and the patient was declared deceased. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(6): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two days after the device system was replaced. The cause of death has been requested and not received.